Event description:
Discordant advia centaur cp troponin result was obtained on a pt sample. The result was reported to the physician. The sample was retested on the advia centaur cp and the corrected result was reported. There is no known pt intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was due to the malfunction of the wash 1 and base rotary pumps. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.